Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Healthcare professional reported "inflammation" against right side device. Device has been explanted.

Event description:
Healthcare professional additionally reported "erythema of the right breast" ,"fluid noted in the implant pocket and this was drained", and "cloudy sanguineous fluid was encountered". The event of "malignant neoplasm of unsp site of unspecified female breast" was also reported and it not device related.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.